Event description:
I have had mentor breast implants since 2005. I have been sick since then. I have spent thousands of dollars on hysterectomies, gall bladder removal, rheumatologists, urologists, neurologists, cardiologists, and general practitioners. All of my tests come back negative, but have debilitating pain, and neurological issues. I am very sick. It is the implants. Please stop allowing breast implants. FDA safety report ID # (B)(4).